Manufacturer narrative:
Additional information regarding recipient status will not be provided.

Event description:
The recipient is reportedly experiencing recurrent swelling and discharge. In (B)(6) 2018, the recipient underwent repositioning surgery, a wash out, and excision of unhealthy skin, however, the symptoms recurred. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient is healing.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
On (B)(6) 2018, the recipient underwent a washout. The recipient is reportedly still healing.